Event description:
In a follow up, the doctor confirmed that the lens was exchanged.

Event description:
A doctor reported that after an intraocular lens (iol) was implanted, the patient had impaired vision. The doctor noticed a scratch in the central part of the iol optic. The doctor plans to follow the patient to observe if the scratch is the cause of the impaired vision, and if so, a lens exchange may be planned in the future. In a follow up, the doctor reported the use of an unapproved handpiece and the use of an unapproved viscoelastic that is not qualified for the indicated cartridge used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens was not returned. It remains implanted. The root cause may be related to a failure to follow the directions for use. The customer indicated the use of an unapproved handpiece and the use of an unapproved viscoelastic that are not qualified for the specific cartridge used. The use of unqualified combinations may result in lens delivery issues and or damage. Attempts have been made to obtain additional information. A questionnaire was received on 02/13/2015. (B)(4).